Event description:
It was reported that while priming was completed, modular cable was unable to disconnect at modular cable connector. A new pump was opened, and customer did not use modular cable opened with kit. Used modular cable was put on the shelf. Implant was successful with use of new modular cable. The patient was stable on ventricular assist device (vad) support. Medical care was ongoing.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline damage was confirmed through the evaluation of the submitted photograph. A specific cause for the damage could not be conclusively determined through this evaluation. The account submitted two photographs for review. These photographs showed a section of damaged outer jacket at the terminus of the inline connector bend relief, revealing the underlying armor layer and exposed bionate layer. Clear tape was noted covering the outer jacket closest to the driveline exit site. No wires were exposed, and the damage appeared to be superficial in nature. The root cause of the damage was not able to be confirmed through this investigation. Evaluation of the submitted log files confirmed that no notable events were recorded. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) with no further events reported at this time. No product is available for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The hm 3 lvas patient handbook is also currently available. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty disconnecting the modular cable from the pump cable at the inline connector was confirmed through the evaluation of the returned heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the modular cable. A specific cause for this finding could not be conclusively determined through this evaluation. It was reported that the event was observed following priming of the device. (B)(6) was not implanted and there were no adverse consequences to the patient. (B)(6) was returned assembled with the pump cable intact. The modular cable was returned attached to the pump cable via the inline connector. The outflow graft, outflow graft bend relief and outflow graft attachment hardware were not returned. The cuff lock was disengaged, and the apical cuff was not returned. It was noted that the white triangles on the inline connector were not aligned, indicating that the modular cable and pump cable were not properly secured. The screw ring of the modular cable was unable to be turned by hand, and no attempts were made to force the connection open with additional tools. The pump and modular cable were forwarded to manufacturing for further analysis. Difficulty disconnecting the pump cable and modular cable inline connectors was again confirmed and 3-dimensional computed tomography (3d CT) analysis was performed on the connectors. Initial scans of the mated connector as received were taken. Following this imaging, a vice and wrench were used to separate the cables at the inline connection. Once de-mated, there was no indication of o-ring misplacement or other damage to the connectors or pins. The connectors were then able to be mated and un-mated repeatedly with no issue. Additional 3d CT analysis was performed on the re-mated connection. The findings of the 3d CT testing showed no indication of improper assembly or connection issues in either image set. Insertion bias appeared to be different between the two image sets, but no visible deformation of the pins or in the connector itself was observed. Once de-mated, the connectors were remated several times and the issue was not able to be duplicated. The root cause could not be determined. The heartmate 3 lvas IFU, rev. C is currently available. Section 5 of the IFU, ¿surgical procedures¿, provides instructions for connecting the modular cable to the pump cable under ¿preparing, running, and priming the pump.¿ after securing the connection, the yellow line should be fully covered to ensure a secure connection. Section 5 also warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Section 2 of the IFU, ¿system operations¿, (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. These instructions state: ¿disconnect your currently connected modular cable from the pump cable by rotating the locking nut of the inline connector until the locking nut spins freely. You will hear a clicking sound as you rotate the locking nut (this is normal). When the clicking sound has stopped, and the locking nut spins freely, then pull the connectors apart.¿ connect the replacement modular cable to the pump cable by: ¿aligning the white triangles and pushing the connectors firmly together. Rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.